Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of a defective battery drawer, but could not confirm that error codes were displayed. Analysis also noted that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door button of the external pulse generator (epg) was broken and would not eject the battery. It was also reported that the service light came on and multiple error codes were displayed. There was no patient involvement.